Event description:
A receipt inspection of the returned loaner duodenovideoscope revealed, the inside of the light guide was dirty. There was no complaint from the end user and no patient involvement.

Manufacturer narrative:
There were few additional findings. Adhesive on bending section cover was worn out. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Distal end had scratches. As part of the annual inspection, device parts were recommended to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in the humidity may have been invaded inside the lg-lens and caused corrosion. The event can be prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.